Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus and hemolysis are potential events that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that this patient was admitted to the hospital with complaints of dark urine and "high watt" alarms on his controller. Pump power and flows were reported to have increased from a baseline of 4 watts & 4/lpm respectively; to 6 watts & 8-9/lpm. Labs were obtained but results were not provided. The patient was subsequently taken to the operating room for pump exchange on (B)(6) 2016. The last report received indicates that he remains hospitalized post- exchange. No further information was provided.

Manufacturer narrative:
The hvad pump was returned for evaluation. The reported event was confirmed via review of the controller log files which revealed 28 high watt alarms recorded between (B)(6) 2016. Log files indicate a sudden sustained decrease of estimated flow of approximately 1l starting on (B)(6) 2016 followed by an increase in power consumption. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The decrease in flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms. Though the root cause cannot be conclusively determined, there are patient, procedural, and "pharmacological" factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported by the vad equipment manager that this patient was admitted to the hospital with complaints of dark urine, shortness of breath, and "high watt" alarms on his controller. Pump power and flows were reported to have increased from a baseline of 4 watts <(>&<)> 4/lpm respectively; to 6 watts <(>&<)> 8-9/lpm. Labs were obtained. The patient was subsequently taken to the operating room for an emergent pump exchange on (B)(6) 2016. Upon exchanging the device, pump thrombus was visually confirmed. The patient tolerated the pump exchange well. The last report received indicated that the patient was discharged from the hospital in good condition. Of note, the patient did not have any history of clotting. No further information was provided

Manufacturer narrative:
Pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed 3 high watt alarms were recorded on (B)(6) 2016. Log files indicate a sudden sustained decrease of estimated flow of approximately 1l starting on (B)(6) 2016 followed by an increase in power consumption. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.